Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was post-sensed t-wave over-sensing. Patient was stable.

Event description:
New information received stated that programming changes were made successfully.